Manufacturer narrative:
Additional information - returned to manufacturer date. Device evaluation: the presence of thrombus was confirmed during the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing, with an additional 2 inch section returned as well. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft, outflow graft bend relief, outflow graft bend relief collar, and outflow elbow were returned attached to the pump¿s outlet port. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The laminated structure of this formation and its areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Examination of the pump¿s blood-contacting surfaces upon disassembly also revealed a deposition within the proximal side of the outlet stator, surrounding the bearing ball. Its non-laminated structure indicates that this deposition did not initially form in the outlet stator. Furthermore, this deposition lacked denaturation and was not adhered to any of the pump¿s surfaces. The origin of this deposition and the duration which it was within the pump could not conclusively be determined. The texture of these depositions indicates that the explanted pump was treated with a fixative agent (e.g. Formaldehyde or glutaraldehyde) before being returned for evaluation. A root cause for the development of these formations could not conclusively be determined through the evaluation. Approximately 3 inches of the sealed outflow graft was returned. The proximal end of the graft material exhibited signs of torsional twisting. Although a specific cause for this distortion and a time frame in which it was present cannot be conclusively determined, if it was oriented in this manner during pump support it would have occluded blood flow through the graft. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. Thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called the hospital with concerns of high flow and high power readings. The patient denied experiencing any symptoms at that time. He was subsequently told to report to the emergency room for evaluation. The patient¿s labs showed that his lactate dehydrogenase was 884 u/l, hemoglobin and hematocrit were stable at 10.5 g/dl and 33%, and his inr was 2.06. Prior to this ((B)(6) 2014), the patient¿s inr was low at 1.34 and he was bridged with enoxaparin. The patient reported shortness of breath when the pump powers and flows were elevated. The patient was admitted and placed on a heparin drip for suspected pump thrombus. It was reported that on (B)(6) 2014 the patient was moved to status 1a on the transplant list and received a heart transplant on (B)(6) 2014.

Manufacturer narrative:
Approximate age of device: 26 days. Device evaluated by manufacturer: the manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.